Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019. The manufacturer's field service engineer (fse) confirmed the reported power cord issue. The manufacturer¿s field service engineer (fse) replaced the defective power cord to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
During preventive maintenance, the manufacturer's field service engineer found the power cord had kinks. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 23oct2019. Date of report: 07nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that they cannot verify customer complaint. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.